Event description:
It was reported that during intra-aortic balloon (iab) therapy for an emergency percutaneous coronary intervention (pci) case, the console generated a light sensor failure alarm. Even though the optical sensor cable was reconnected several times, the console generated the same alarm. This is when it was realized that the iab was faulty and was removed from the patient. A new iab catheter of the same size was inserted, and therapy continued successfully. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, d4, d10, g4, g7, h2, h3, h6, h10. The product was returned with the extracorporeal tubing intact and the membrane was returned unfolded. Blood was observed in the interior and on the exterior of the catheter. The optic fiber cable was observed to be intact. Two kinks were observed and were located on the catheter tubing at approximately 30.5cm, and 73.4 cm from the iab tip. No other defects were observed. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and the leak was found on the catheter tubing at approximately 51.3 cm from the iab tip. The technician attempted to insert the laboratory 0.025" guidewire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion and evidence of dried blood was observed at the tip of the guidewire. However the inner lumen leak test was performed and passed with no leaks. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it did not contribute to the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy for an emergency percutaneous coronary intervention (pci) case, the console generated a light sensor failure alarm. Even though the optical sensor cable was reconnected several times, the console generated the same alarm. This is when it was realized that the iab was faulty and was removed from the patient. A new iab catheter of the same size was inserted, and therapy continued successfully. There was no reported injury to the patient.